Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed and replaced because the device would no longer inflate. The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. No additional complications were reported in relation to this event. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) removed and replaced because the device would no longer inflate. The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. No additional complications were reported in relation to this event. Should additional information be received a supplemental report will be submitted.